Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a scheduled dft test and noise was observed on the lead. Programming changes were made and no noise was observed. No further actions were planned to resolve the issue. The patient was stable following the testing and continued to be monitored.